Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle and cannula did not deploy as intended during activation; this indicates that a needle mechanism failure occurred. The patient did not provide blood glucose levels. As treatment the patient removed the pod.

Manufacturer narrative:
The pod was received in the not deployed state. The slide insert and linkage assembly were not fully retracted and the cannula assembly was not deployed. In the original data a rotational sensor error was observed in the beginning of the pod's run. First prime was observed to be shorter than expected due to the rotational sensor error. The pod was rerun to determine if the original results would be replicated. After rerunning the pod, the device moved into the deployed state. The rerun data contained no timeouts, drive stalls, hazard alarms, or rotational sensor errors. The rotational sensor error resulted in the cannula and needle being unable to deploy after priming was complete. The needle mechanism was manually reset to the not deployed state, and then the needle mechanism was manually deployed. No damages or defects were observed that would prevent the needle from deploying as intended. Inspection of the drive mechanism assembly found no damages or manufacturing deficiencies that would result in a rotational sensor error. Inspection of the needle mechanism found no damages or deficiencies that would result in the cannula and needle being unable to deploy.